Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood noted in neck region. No anomalies or damage were noted at the lead tip that would have caused or contributed to the reported clinical observation of a dislodgment.

Event description:
Boston scientific received information that this right atrial (ra) lead was initially revised due to high pacing thresholds, the patient was in atrial fibrillation during implant procedure and during the ra lead revision. A day after the lead revision took place, it was found that the ra lead no capture and the physician decided to keep patient hospitalized. Since there was not change ra lead measurements, the ra lead was explanted. It was suspected that the ra lead experienced micro-dislodgement. No additional adverse patient effects were reported.